Manufacturer narrative:
(B)(4). Biomed called back, stating that replacing the cable did not resolve the issue. As a correction, carefusion technical support shipped out a replacement user interface module. They also issued a return goods authorization (rga) number for the return of the alleged faulty user interface module evaluation. As of 06/01/2015, carefusion has not received the alleged faulty user interface module.

Event description:
Biomed at a user facility reported a user interface module (uim) screen that is only working intermittently (screen sometimes goes blank). Carefusion technical support advised the biomed to try another hssc cable, and if the cable does not work, then the user interface module is probably going bad. This issue was found during pre-pt use checks.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim. The uim was installed onto uim test fixture and powered on. The assembly powered on without any issues and the power was cycled on/off a total of 20 times and powered on each time. After cycling the assembly overnight was unable to reproduce the reported issue. Findings/root-cause: could not duplicate the reported issue.